Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows. Customer reports that pt was new to office and tested for the first time on the inratio2 meter on (B)(6) 2013. The inratio2 inr result was 6.4 and the pt's warfarin was held. On (B)(6) 2013, the pt's inratio2 inr was 3.6 and the laboratory inr was 9.2. The tests were performed within minutes of each other. The nurse noted a very large bruise on the pt's arm which the pt states that it was due to bumping her arm on a door. The pt's warfarin continued to be held at that time. On (B)(6) 2013, the pt was hospitalized for chest pain. The laboratory inr result was 7.8. The following day, (B)(6)2013, the laboratory inr result was 5.2. The nurse could not provide any treatment that the pt received while hospitalized. Therapeutic range 2.0 - 3.0 for the pt. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: customer did not provide a reference value on (B)(6) 2013 for comparison. Additionally, the customer did not provide inratio inr values on (B)(6) 2013 or (B)(6) 2013 for comparison. Unable to determine the accuracy of the inr results without this information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(6) 2013, one discrepant result complaints were reported for lot #k318141, yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored for corrective action, no further action is required at this time. This issue will be subject to tracking and trending.